Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer stated that the insulin pump was fell out of the belt clip causing damage on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.